Event description:
It was reported that the device has reached the recommended replacement time 20.2 months after implant, indicating possible premature battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri. The device recorded eri on (B)(6) 2010 approximately 20 months after implant. The device has been returned and analysis is in process; the results will be forwarded when available.

Event description:
It was reported that the device has reached the recommended replacement time 20.2 months after implant. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri. The device recorded eri on (B)(6) 2010 approximately 20 months after implant. The device has been subsequently returned and analysis revealed that the device did not meet expected longevity, the cause is unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri. The device recorded eri on (B) (6) 2010 approximately 20 months after implant. Reference tech service call report on longevity estimations.